Event description:
It was reported to nova biomedical that a consumer received a result of 300 mg/dl on their blood glucose meter. The consumer immediately tested again, using the same meter and test strips getting a result of 114 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation due to the consumer used them to completion.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.